Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 0.100 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. The doctor called to question the result, so the test was repeated and the result was 242.0 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative was not able to determine a cause. He verified proper lld voltage and visually inspected the sample mechanism for defects. He ran performance testing and all results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls were within expectations. There was no indication of a reagent issue. No adverse events were reported.